Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beep tones. The patient had been told the device had another year remaining. A boston scientific crm technical services consultant discussed why the device would beep and referred the patient to his physician to have the device checked. A review of latitude data showed that the device had declared elective replacement indicator (eri) battery status with a monitoring voltage of 2.48v and a charge time of 11.8 seconds. The device was included in the shortened replacement window advisory originally communicated on (B)(6), 2007.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.